Event description:
It was reported that the user experienced a low blood glucose episode, overtreated with juice, a muffin, and a banana, and later recorded a very high blood glucose of 464 mg/dl by meter while the pump battery had discharged overnight, prompting a transition to subcutaneous insulin by pen with 15 units followed by 10 units; troubleshooting and education on treating lows were provided, and no pump component issue was identified. Symptoms included dry mouth and fatigue. Outcomes included a delay to therapy and the need for unexpected medication intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving improper method, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.